Event description:
Date of implant: 2006. It was reported by a patient who underwent a posterior spinal fusion utilizing "plates/cages and screws at l4-s1 level". According to the patient, only 5 screws could be implanted during the case, the sixth screw presented at "too much of an angle to implant correctly". At an unknown time post-op, the patient reported that he has underwent two revision surgeries due to 2 fractured bone screws out of a total of 5 implanted. The patient also reported that the "cage shifted" and ultimately has had all the hardware removed at the second revision surgery". No other patient complications were reported.

Manufacturer narrative:
Device has not been returned to the manufacturer; therefore, product evaluation is not possible. Unable to determine the cause of the event.